Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's batteries are not charging. There was no reported patient involvement.

Manufacturer narrative:
The device was received by the philips repair bench. The reported problem could not be reproduced. No batteries were sent in for evaluation. The reported problem could not be replicated. The device passed all performance assurance testing and was placed back in service.